Event description:
It was reported onyx could not be visualized under fluoroscopy during injection. No pt injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within specification.